Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a broken ventricle output connector. Analysis also found the lower case and two side bail covers broken and the ring bent. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular output connector. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.